Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted for the endovascular treatment of a 58mm thoracic aortic aneurysm. The proximal neck diameter measured 37x35mm. It was reported that on a CT performed approximately 10 days post index procedure, an unknown endoleak was detected. The endoleak appeared to be originating from between the first and second stent of the proximal device. The cause, as per the physician, is a type iii caused by graft damage or a type ii endoleak originating from the bifurcation at the arch at the left subclavian artery was suspected. Approximately 3 weeks post the index procedure additional intervention was performed to implant an additional valiant stent graft inside the existing valiant stent graft system. A final angiogram showed the endoleak was resolved.no additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.